Event description:
The customer stated that her sensor fell off during the night, and she believes that part of the electrode broker off underneath her skin. The customer stated that she can feel it poking her. The customer was going to take her husband to a doctor's appointment, and see if someone there can remove the electrode from her skin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.